Manufacturer narrative:
The technician replaced the scale board and recalibrated the scale to repair the bed.

Event description:
Info received indicates there is no audible alarm for the patient positioning monitor (ppm) but the visual lights are working.